Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process on multiple occasions. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed each time. There was no adverse impact to the customer's blood glucose level.